Event description:
A patient reported through the (B)(6) that a battery pack melted. The patient went to take her tyvaso (treprostinil sodium) treatment and unzipped the bag. The battery pack was melted; the mouthpiece and one vial of medication were black. It was not plugged into a power source or near a stove. (B)(6).